Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the electrode belt's rear therapy electrodes, the cable connecting the distribution node to the rear therapy electrodes, and the rear therapy electrode interconnect cable were missing, causing the messages. The root cause for the missing electrodes and cables is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing "add gel" messages without prior gel release.